Event description:
It was reported that a shaft break occurred requiring additional intervention. During a percutaneous coronary intervention (pci) procedure, a 6.00mm x 20mm nc emerge balloon catheter was advanced for dilatation. However, during removal, it was noted that the hypotube portion was missing and it was found in the guide. The missing piece of the device was removed by snaring. The procedure was completed with another of the same device. No patient complications were reported.